Event description:
It was reported that low pacing impedance and noise leading to oversensing and inappropriate automatic mode switch were observed on the right atrial (ra) lead. Insulation damage was suspected but was not confirmed via diagnostic imaging. The ra lead was capped and replaced to resolve the event. The patient was stable and there were no adverse consequences.